Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 770mg/dl. The customer experienced nausea and chest pain before the event. The caller stated that the quick release was not able to reconnect and cause his blood glucose to elevate. Troubleshooting could not be performed as customer knows that his high blood glucose was due to the quick release on the quick infusion set. No further information was provided.